Manufacturer narrative:
Evaluation of the returned device revealed multiple scratches throughout the length of the shaft and stretched insulation. The most likely cause for stretched insulation is that the device was not packaged correctly or the device came into contact with a sharp object. The original packing was not returned; therefore, packaging cannot be confirmed. However, records for this device indicate that the device was packaged correctly.

Event description:
During the procedure, the patient sustained a burn.